Event description:
It was reported the unit gave an l3-002 error while taking samples. The doctor managed to take the needed samples and completed the case with no patient consequence.

Manufacturer narrative:
Evaluation summary: based upon the inquiry information received visual and functional examination: the unit was found to require the blue/green cable replaced. The device was functionally tested, met all product requirements and returned to the customer.